Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received no delivery alarms. The customer's blood glucose level at the time of incident was 800mg/dl. The customer states they would be treating with manual injections. Troubleshoot was conducted and the cannula was noted to be bent. The customer was advised to conduct full set change. The customer was advised replacement sets would be sent.